Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hypodermic needle; the customer reports that a user facility reported finding one assembly without a needle attached. On (B)(6) 2010, the sample was evaluated at the mfg site and it was discovered that the needle was broken at the top of the epoxy mound.

Manufacturer narrative:
Submit date: (B)(6) 2010. The device history record (DHR) for this lot number was reviewed and indicated that the product was released accomplishing all quality requirements. A review of the complaint history report for this product code was conducted identifying no complaints for this code with a similar complaint type in the past two yrs. The customer sample was received by the plant for evaluation; the returned sample consisted of a hub with epoxy and the cannula had been broken at the top of the epoxy mound. Examination of the sample showed that the needle had experienced severe bending prior to breaking. The broken end of the cannula was distorted and the epoxy had a stress crack. A potential root cause could not be identified in the assembly process. There were no conditions in assembly that would cause severe bending and a needle could not complete the assembly process if it were severely bent. All lots of cannula tubing are statistically sampled and tested for bending and resistance to breakage. Based on the complaint trending results, this appears to be an isolated incident. Complaint history and internal quality records do not indicate that corrective action is warranted at this time. We will continue to trend for this type of defect and take further action if necessary.